Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,other'), device breakage ('breakage'), device dislocation ('migration'), menorrhagia ('menorrhagia(heavy menstrual bleeding)') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), genital haemorrhage (seriousness criterion medically significant), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), allergy to metals ("nickel diag post essure"), psychological trauma ("psych inj"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dermatitis allergic ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation, surgery to remove the essure implant and surgery to remove the essure implant/repeat/multiple surgeries). Essure was removed in 2016. At the time of the report, the pelvic pain, device breakage, device dislocation, menorrhagia, female sexual dysfunction, dysmenorrhoea, genital haemorrhage, blood disorder, cardiac disorder, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased and dermatitis allergic outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Amendment: the report was amended for the following reason: device malfunction field was marked yes. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), pelvic pain ('pain,other'), device dislocation ('migration'), perforation ('perforation') and menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel diag post essure"), female sexual dysfunction ("apareunia"), palpitations ("blood disorder / palpitations"), depression ("psych injury / depression"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi conditions"), alopecia ("hair loss"), toothache ("dental probs teeth hurt always at the dentist got many cavities"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash erythematous ("rash/skin condition / red rashes on my skin"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), anxiety ("anxiety"), nervous system disorder ("neurological conditions or problems"), vomiting ("vomiting"), dental caries ("cavities"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic and hypersensitivity") and was found to have hormone level abnormal ("hormonal chnages") and weight increased ("weight gain"). The patient was treated with surgery (ablation, surgery to remove the essure implant and surgery to remove the essure implant/repeat/multiple surgeries). Essure was removed in 2016. At the time of the report, the device breakage, pelvic pain, device dislocation, perforation, menorrhagia, genital haemorrhage, dysmenorrhoea, allergy to metals, female sexual dysfunction, palpitations, depression, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, fatigue, constipation, alopecia, toothache, hormone level abnormal, migraine, headache, nausea, weight increased, rash erythematous, vaginal haemorrhage, urinary tract infection, fungal infection, anxiety, nervous system disorder, vomiting, dental caries, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, constipation, cystitis, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, palpitations, pelvic pain, perforation, rash erythematous, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (as per pfs) discrepancy noted. As per previous version essure removed at 2016 but in current version essure not removed. Date(s) of removal: (B)(6) 1905 (as written in pif ¿ discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event perforation was added. Proceed with fo no.7 on 29-jun-2020: pfs recived, insertion date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), pelvic pain ('pain,other'), device dislocation ('migration'), menorrhagia ('menorrhagia(heavy menstrual bleeding)') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel diag post essure"), female sexual dysfunction ("apareunia"), palpitations ("blood disorder / palpitations"), depression ("psych injury / depression"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi conditions"), alopecia ("hair loss"), toothache ("dental probs teeth hurt always at the dentist got many cavities"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash erythematous ("rash/skin condition / red rashes on my skin"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), anxiety ("anxiety"), nervous system disorder ("neurological conditions or problems"), vomiting ("vomiting"), dental caries ("cavities"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic and hypersensitivity") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation, surgery to remove the essure implant and surgery to remove the essure implant/repeat/multiple surgeries). Essure was removed in 2016. At the time of the report, the device breakage, pelvic pain, device dislocation, menorrhagia, genital haemorrhage, dysmenorrhoea, allergy to metals, female sexual dysfunction, palpitations, depression, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, fatigue, constipation, alopecia, toothache, hormone level abnormal, migraine, headache, nausea, weight increased, rash erythematous, vaginal haemorrhage, urinary tract infection, fungal infection, anxiety, nervous system disorder, vomiting, dental caries, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, constipation, cystitis, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, palpitations, pelvic pain, rash erythematous, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (as per pfs) discrepancy noted. As per previous version essure removed at 2016 but in current version essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: events added: abnormal bleeding (vaginal), uti and yeast infection, depression, anxiety, red rashes on my skin, palpitations, teeth hurt, neurological conditions or problems, constipation, vomiting, abdomen pain. Patient height was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), pelvic pain ('pain,other'), device dislocation ('migration'), menorrhagia ('menorrhagia(heavy menstrual bleeding)') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel diag post essure"), female sexual dysfunction ("apareunia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), psychological trauma ("psych inj"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dermatitis allergic ("rash/skin condition") and was found to have hormone level abnormal ("hormonal chnages") and weight increased ("weight gain"). The patient was treated with surgery (ablation, surgery to remove the essure implant and surgery to remove the essure implant/repeat/multiple surgeries). Essure was removed in 2016. At the time of the report, the device breakage, pelvic pain, device dislocation, menorrhagia, genital haemorrhage, dysmenorrhoea, allergy to metals, female sexual dysfunction, blood disorder, cardiac disorder, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased and dermatitis allergic outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.